Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-33 mg/dl. Cause was not known, reportedly, the customer is pregnant. Customer consumed carbohydrates to address bg. Subsequently, customer went to the emergency room (ER), no additional treatment was received at the emergency room. Customer was released later the same day with issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.